Event description:
Ventilator sounded inop alarm approx 5 minutes after noted by the therapist. Ventilator hrs at time of event 13481. Ran self test with existing pt circuit and test "lund" and no error codes or problems. Ran another 4 hrs without any errors or inop state.